Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was noted to be torn over the ok button with the button contact exposed. On testing, the down arrow button was unresponsive. The remainder of the buttons were responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: unresponsive button, contamination of button contacts.